Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The skin reaction had become infected and the patient went to her doctor. She was prescribed penicillin for ten days as she had a streptococcus infection. The skin healed after the antibiotic treatment. No specific symptoms or date of insertion were provided. No additional patient or event information is available.